Manufacturer narrative:
Investigation results: one photograph was provided for investigation. What appeared to be a 22g insyte autoguard was shown in the arm of a patient. What appeared to be blood residue was leaking from the blue adapter. The rate at which blood was leaking through the catheter could not be discerned from the photograph. A tourniquet was wrapped around the patient's arm. No compression was being applied near the catheter tip. No defects associated with the manufacturing process were identified in the photo. As the photograph supports the complainant¿s description of the reported event, the complaint was confirmed. It is possible for blood to leak from the catheter after insertion and removal of the needle. The general warnings in the instructions for use (IFU) indicates that possible complications include minor bleeding. The IFU instructs that after advancing the catheter off the needle, release the tourniquet, apply venous compression beyond the catheter tip, and securely connect a luer device to the catheter hub. This type of leakage could be mitigated with insyte autoguard devices with blood control technology. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion(s): the complaint of ¿leakage¿ was confirmed. Probable root cause(s): use related.

Event description:
Additional information from the customer: the affected customer actually reached out to me and stated that upon further review, she had mistakenly purchased and used the catheters without blood control technology, resulting in the leaking blood.

Event description:
It was reported that bd insyte autog bc blood control did not contain blood. The following information was provided by the initial reporter: it was reported by customer that customer when you hit the button and retract the needle, the blood spills everywhere instead of being contained in the catheter.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.